Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had a broken black conductor wire. The customer reported that the wire snapped during the surgery, and it stopped working. The procedure was completing as planned with no reported injury.